Event description:
Technician found bed with attached note stating - 'broken'.

Manufacturer narrative:
Technician found that the brakes swivel don't hold. Technician replaced all brake casters to resolve.